Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture, and was undersensing. It was additionally re ported that the right ventricular (rv) lead exhibited high thresholds. The ra lead was explanted and the rv lead was capped; both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.